Event description:
It was initially reported by the physician that the pt showed high lead impedance on system test. X-rays were taken and reviewed by manufacturer. No obvious lead break could be seen that would be contributing to the high lead impedance event. No pt manipulation or trauma was reported. Device has been turned off and revision surgery is likely at the moment.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.